Manufacturer narrative:
H6-device code 1494: off-label use (under 21yrs of age at date of implant). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -15.5/2.5/094 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On 10-jan-2024 the lens was exchanged for a shorter length lens due to excessive vault. Reportedly, "after the first implantation of 126 crystals, the arch height was higher than 930. After the expert consultation, the 126 crystals were implanted in 126 vertical positions and the arch height was replaced at 480." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture and residue/debris in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).